Manufacturer narrative:
Sorin group (B)(6) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(6). Sorin group (B)(6) received a report that, during priming, the arterial pump stopped and displayed an error message. The pump was restarted and the procedure was completed with no further issues. There was no patient involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that, during priming, the arterial pump stopped and displayed an error message. The pump was restarted and the procedure was completed with no further issues. There was no patient involvement.